Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the halves mixed and with a reload loaded in the device. The reload was returned with the right side fully fired and the left side fully loaded. Further analysis of the cartridge showed that the wedge knife assembly was broken. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the stapler cut the tissue and clipped only one side of the anastomosis leaving the other end open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.